Event description:
It was reported that the patient was experiencing critical battery alarms when using two (2) new batteries that were fully charged and "well connected." A preliminary analysis of the log files "showed problems on the controller unit, two (2) batteries and the battery charger." An elective controller exchange was done and the two (2) batteries and battery charger were also exchanged. The patient was given replacement devices by the treating facility. The controller, two (2) batteries and the battery charger will all be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The devices are being sent back to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries.